Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6) the system was serviced in the field, and the system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Logs were not able to be returned. Software analysis was completed based on the information available and determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site received an error 64. The field representative noted that the site does not use electronic picture archiving and communication systems (pacs) but loads scans from cd. The event occurred intra-operatively during a functional endoscopic sinus surgery (fess). The event caused a surgical delay of less than one hour. There was no impact on patient outcome.